Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided in section g5 is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
Customer had to remove a PICC line after air bubbles formed in the set. At aspiration, the other (opposite) line filled with blood. Continuous leak of blood/fluid from the insertion site was also observed, requiring dressing to be changed everyday. From the reported information, there are no indications of serious injury to the patient, however patient PICC line had to be removed. No harm to user reported.